Event description:
The complaint received states that during use the deltaplush cerecyte microcoil 2.5 mm x 4 cm (cpl10025430 / g12696) failed to detach. After the coil was deployed in the aneurysm; it could not be detached despite of ten times of adjusting of coil marker and attempting of detachment. After the pusher was torqued for about twenty times; the coil could be detached finally. After this coil; one micrus coil was used and there was no problem. There was no report of injury for the patient.

Manufacturer narrative:
This MDR is being submitted as part of retrospective review as a result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. Cc: the complaint received states that during use the deltaplush cerecyte microcoil 2.5 mm x 4 cm (cpl10025430 / g12696) failed to detach. After the coil was deployed in the aneurysm; it could not be detached despite of ten times of adjusting of coil marker and attempting of detachment. After the pusher was torqued for about twenty times; the coil could be detached finally. After this coil; one micrus coil was used and there was no problem. There was no report of injury for the patient. The device positioning unit (dpu) passed electrical testing. The coil was implanted. The detachment fiber received heat and melted. The most likely root cause of the coil requiring multiple detachment attempts was due to the melted fiber pooling around and above the resistive heating coil¿s socket ring. This may have temporarily captured the coil before releasing it. In addition without the return of the complete detachment system used in the procedure; it cannot be determined if these components contributed to the complaint event. Although not related to the complaint; it was found that the resheathing tool was advanced over the proximal end of the green introducer. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿return to the infusion microcatheter¿s rhv. Loosen the rhv and gently slide the introducer tip out from the rhv; over the dpu wire. Once a small section of the exposed dpu wire is visible; tightly grasp it with the thumb and forefinger of the same hand that is holding the rhv. Using the thumb and forefinger of your other hand; grasp the introducer tip; slowly slide it away from the rhv over the dpu wire. Continue sliding the introducer tip until just before the tip reaches the distal end of the re sheathing tool; leaving approximately 1 inch of the unsheathed introducer sheath still visible. ¿it was stated that ten detachment attempts were made and that the coil was then torqued about twenty times. For optimum product performance and to prevent potential complications; the IFU recommends; ¿¿if the microcoil did not detach and no fault light is illuminated or flashing; repeat the steps above. If a fault light is detected; the system ready light is not illuminated (blue dcb only); or there is no detachment after two detachment attempts; replace the dcb unit. If detachment still does not occur; carefully withdraw the entire micrus microcoil system and redeploy a new microcoil system¿ note: if it is determined that the microcoil will not be detached; simply disconnect it from the connecting cable and remove it from the microcatheter as outlined in the following section. ¿note: rotational torquing of the dpu is outside the scope of the IFU. The complaint could not be confirmed on analysis. 100% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the information suggests that device and procedural issues may have contributed to the reported event.